Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia / thrombosis : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient presented for coronary artery bypass graft and exchange of impella 5.5. The procedures were successfully. During 5.5 support it was noted that amio bolts were given for atrial fibrillation. The patient remained on support for 305.22 hours and was successfully weaned and explanted. However, after explant a clot was noted on the cannula.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 updated.

Event description:
Additional information has been provided upon request: "no, the device is not available for return."